Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft partial separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the connection between hypotube and guide segment was partially separated . The device was removed slowly and intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.